Event description:
My husband is a type 1 diabetic. He has been a diabetic for about 35 years. My husband decided to try the insulet omnipod insulin pump. From the first week he had the pump on he complained of skin irritation and pain at the ste of where the pump was placed. He was told he would have to get use to it and to give it more time. We had several pods go bad on us during the six months he used the pods. I would average 1 in 3 would go bad. When the pod goes bad my husband would have to insert another pod on a new site. We called and talked with representatives about the bad reaction my husband was having on his skin from the pods. We would be given names of products to try and were told they would try to get us a sample to try as well. After a few weeks his pdm went bad. They did send us a new one right away but we're still having issues with the pods. By the time my husband got the new pdm running and gave it a couple of weeks he had decided he wanted to send it back. My husband tried to send the entire system back but was told it was too late. After six months of use my husband went to his doctor at the (B)(6) hospital to have the sores and bruising on his pod sites looked at. His doctor told him he had to quit using it before he developed an infection. The pods tore off layers of skin and bruised his body everywhere they were inserted. It took a long time for the sores to heal and even longer for the bruising to go away. Between the side effects and the technical issues this product should be looked at.